Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user opened the package and checked the integrity of the ngage nitinol stone extractor and found that the basket was unable to expand or close properly. The issue was discovered prior to device coming in contact with the patient. The user immediately changed to another same device to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Conclusions code: cause not established (4315) . Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and basket formation in the open positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. The basket sheath appears to be free of kinks. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath and the basket sheath are detached; adequate glue is visible on the basket sheath. When the support sheath and basket sheath are manually held together, the handle will actuate the basket formation. The device history record review showed there were no non-conformances that would have caused or contributed to the reported failure. A search of complaint records revealed this is the only complaint associated with complaint lot number 8775168. The device manufacturing records were reviewed and no notable gaps in production or processing controls were noted. The instructions for use (IFU) provides the following relevant information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The complaint device was found to have a basket that would not open due to sheath damage. The sheath and support tube were found to be separated from each other, with adequate glue residue observed. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the definitive cause of the damage could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.